Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable would not disconnect the extension cable (B)(4) from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable would not disconnect the extension cable vh-4030 from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. There were signs of clinical use and no evidence of blood. The connector collar had been dislocated from its original position and was returned as well. The plastic portion that connects the cable housing of the connector collar was intact. Based on the condition of the device as found, the reported failure "break; cord" is confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable would not disconnect the extension cable vh-4030 from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 extension cable would not disconnect the extension cable vh-4030 from the disposable hp2. The collar would not retract and they had to pull. That¿s when it broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.